Manufacturer narrative:
Concomitant medical products: product ID: neu_ptm_prog, product type: programmer, patient. (B)(4).

Event description:
The patient reported that the implantable neurostimulator (ins) was too superficial. A date of 2010 was noted in related to the issue. The patient was going to have a revision to install the ins deeper. No symptoms or troubleshooting were noted. Further follow up is being conducted to obtain additional information. A follow up report will be sent if additional information is received.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the healthcare provider, via the manufacturer representative reported the patient was experiencing pain. The surgery to revise and relocate the implantable neurostimulator occurred on (B)(6) 2015.

Event description:
Additional information received from the healthcare provider, via the manufacturer representative, reported that all issues with the implantable neurostimulator had been resolved at the time of the revision.